Event description:
It was reported that the zimmer electric dermatome was running slowly. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was MFR on 06/06/2012 and was last repaired on (B)(4) 2012 as part of a loaner return. Evaluation of the device observed that the device operated within motor speed specification. It was also observed that the device had a worn head and control bar. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left and right sides, and the side to side calibration specifications. The customer's reported event was not reproduced during testing and a cause of the reported complaint could not be determined. Improper handling, however, was most likely the cause for the damage to the head and control bar, as well as the lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.